Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the definitive root cause of the faulty charge coupled device unit (r-unit) could not be determined. It is possible that the faulty r-unit was caused by unacceptable tension in the area of the r-unit assembly due to use of an adhesive not adapted to the load and temperature collective and formed an insufficient adhesive layer or due to asymmetrical alignment of the spring before the bumper sleeve is joined, or pre-existing damage to the r-unit assembly due to using a suboptimal adhesive device. It is also possible that the issue was caused by user mishandling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii", displayed a green image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation noted a green image was displayed. Furthermore, the following additional issues were identified during inspection: the outer tube is dented and scratched, there are cuts in the cable, and there is corrosion inside the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on device evaluation , the reported image issue was likely due to the result of shocks on outer tube that damaged the r-unit ( charge coupled device) unit and or results of a water invasion. The investigation however is ongoing. A supplemental report will be submitted upon completion of the investigation.